Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the device was not set to surgery mode. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may occur to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was unresponsive following an unrelated surgery where electrocautery may have been used. It is unknown if the device was placed in surgery mode. Trouble shooting efforts were unsuccessful in recovering the device. The patient was scheduled for replacement surgery but was rescheduled. On (B)(6) 2023 it was reported, the patient was recovering from another surgery and had not been rescheduled for the replacement. Rep was notified that the record will be closed and may be reopened if additional information is received. No further follow-up was needed at the time. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was unresponsive following an unrelated surgery where electrocautery may have been used. It is unknown if the device was placed in surgery mode. Trouble shooting efforts were unsuccessful in recovering the device. The patient was scheduled for replacement surgery but was rescheduled. On (B)(6) 2023 it was reported, the patient was recovering from another surgery and had not been rescheduled for the replacement. Rep was notified that the record will be closed and may be reopened if additional information is received. No further follow-up was needed at the time. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.